Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) displayed an error code. The device failed the incoming test a system error occurred during the bootup session and occurred more than once in the log files. The printed circuit board (pcb) was replaced. It was also determined at analysis that there was corrosion on the battery clip and liquid in the battery compartment. The device battery had low voltage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The device was returned for service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.